Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 7 months. (B)(6). Device evaluation: the report of a red heart alarm condition (elevated pump power, pump stoppages, low speed hazard and low flow hazard alarms) was confirmed based on the information contained in the log file data retrieved from the returned system controllers. The events captured in the log files appeared to be related to a compromised percutaneous lead, consistent with the investigation findings from the pump evaluation. The pump was returned with the percutaneous lead (lead) cut approximately 1" from the pump housing and the severed portion was returned. The sealed inflow conduit and sealed outflow graft were not returned. The proximal and distal-sides of the pump stators showed no evidence of deposition or thrombus. Examination of the lead found breakdown of the braided shield 2.5" and 3.5" from the pump housing. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Visual inspection of the wires found breaches in the insulation of the yellow, red, and orange wires adjacent to the observed shield breakdown. The remaining wires showed evidence of abrasion against the braided shield, but their inner conductors were not exposed. If the exposed conductors of the yellow, red, or orange wires contacted the braided shield while the system was operating on the power module, the resulting electrical short to ground would have caused the alarms, power elevations, and pump stoppages observed in the system controller log files. The reported event also could have resulted from a phase to phase short if the exposed conductors of the red or orange wires and the yellow wire made contact with each other or simultaneous contact with the braided shield while the system was operating on batteries. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive movement of the lead in this area. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced sudden red heart alarms on (B)(6) 2016 at approximately 2 am while at home. While at home, the patient exchanged the system controller around 6 am and, later that day, was admitted to hospital for further observation. The submitted log file analyzed by the manufacturer's technical support member showed multiple low speed operation alarms and pump stoppages that occurred within a day of the log file creation. Transient power elevations and low flow events were also observed during these pump stoppage events. These alarms only appeared to be occurring while the vad is connected to the power module. It was recommended that the patient be placed on battery power and x-rays were requested. No obvious cause for these alarms was identified via the x-ray images provided; however, an issue with the internal percutaneous lead was suspected due to the red heart alarms and pump stoppage events. After the system controller exchange, the patient had a re-occurrence of pump stoppage and was taken to the operating room (or) for an urgent pump exchange in the afternoon approximately 2 pm. Prior to the pump exchange, the pump stopped suddenly and the patient decompensated. Cardiopulmonary resuscitation (CPR) was performed for approximately 10 minutes and the patient also required to be placed on a percutaneous cardiopulmonary support system (pcps). Post the pump exchange, the patient remains in the intensive care unit (ICU) but prognosis is fair. No additional information was provided.